Event description:
Hospital personnel responded to a pt in cardiac arrest. The device was brought to the bedside and powered on in battery mode. According to the reporter, the device charged but would not transfer energy when the discharge buttons were pressed. A backup device was immediately called for and used and the pt was resuscitated.